Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician was performing an operational check on the trilogy evo o2 device when a pressure sensors failure event had occurred on the device. The manufacturer¿s service technician observed error codes pressure sensors failure event, monitor pressure railed high event, and out pressure railed high event in the device¿s event log and during testing of the device. The manufacturer¿s service technician replaced the device's system printed circuit assembly board to address all three error codes for this issue. The manufacturer¿s service technician went to perform the system leak verification step test, but it failed for this device. The manufacturer¿s service technician replaced the device's blower chassis to address this issue. Additional findings not related to the malfunction/issue was damage to the three-way (3-way) solenoid valve that was found by the manufacturer¿s service technician. The manufacturer¿s service technician replaced the 3-way solenoid valve to address this issue. After all the parts were replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly and it was cleaned.

Manufacturer narrative:
The component code grid (measurement, sensor, not applicable) was incorrect code entered in the previous report. The correct code for the component code grid should have been electrical and magnetic, circuit board, not applicable. In addition, the evaluation results code grid should have included 2 codes in the previous record. The added code for the evaluation results code grid should have included the following code: electrical problem identified, electrical/electronic component problem identified and not applicable. Correction was done in this report.